Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 200 mcg/ml at 100 mcg/day via an implantable pump. On (B)(6) 2020 the healthcare provider reported that they were checking the patient¿s pump post MRI and the pump had not yet recovered. The patient exited the MRI 3 hours ago. It was reviewed to keep checking every 15 mins and the reporter stated she would call back if the pump has not recovered. No patient symptoms and no further complications were reported regarding the event.